Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side rupture.

Event description:
Healthcare professional reported left side exchange with no complaint against the device which later evolved into a rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device.

Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Which later, evolved into a rupture. Device has been explanted.

Event description:
Device has been explanted.